Event description:
Surgeon used cautery pencil and set it down on drape. Due to smoke evacuation machine running after cautery pencil use, they did not notice that the cautery pencil did not shut off right away. The patient commented that their arm was burned. This is when they noticed that the cautery pencil was defective and had not shut off.